Event description:
Healthcare professional reported right side ¿rupture", ¿fibrosis¿, ¿capsular contracture baker ii", "both sides implants with clear folds¿, "slight deformation", ¿small cystic change in the edge area". The event ¿small cystic change in the edge area" is not related to the device. The device remains implanted.

Event description:
The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed 1 opening assessed as fold flow opening. ¿ capsular contracture: unable to observe as it is not related to the device. ¿ pain: unable to observe as it is not related to the device. ¿ crease/folding of implant: creases were observed. ¿ cyst ¿ ndr: unable to observe as it is not related to the device. Additional observations: ¿ stress marks observed are assessed as non-penetrating nick.

Event description:
Patient reported implant rupture. This relates to the right device. The device status is unknown.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.